Manufacturer narrative:
Additional narrative: there are multiple patients. All known patient data is provided in the literature article. The 510k: this report is for unknown elastic intramedullary nails. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation between june 2010 and june 2015. Complainant parts are not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Products were not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: yu, y. Et al (2017), minimally invasive elastic intramedullary nails and external fixation achieved satisfactory outcomes for multi-segment and long-spiral mild-to-moderate comminuted closed tibia-fibula fractures, international journal of clinical and experimental medicine, vol. 10(7), pages 10587-10596 (china). The purpose of this retrospective cohort study is to compare the outcomes and complications of three different methods of fixation for tibia-fibula fractures (external fixation (eine), plates, and interlocking nail (in)). Between june 2010 and june 2015, a total 27 patients (17 male and 10 female) with a mean age of 42.4 ± 10.8 years were treated with unknown synthes elastic intramedullary nails. X-ray was checked regularly after surgery at 1, 3, 6, 9, 12, 18, and 24 months. All patients were followed-up and the mean follow-up was 17.4 months (range; 8-24 months). The following complications were reported as follows: 2 patients had loss of reduction. These patients underwent reoperation, 1 patient had malunion/shortening. This patient underwent reoperation, 1 patient had limb asymmetry 2.0-2.5 cm at the time of fracture union, 1 patient underwent reoperation due to delayed union, 1 patient underwent reoperation due to refracture, 2 patients underwent reoperation due to infection, 2 patients had acceptable results according to johner-wruhs outcome , 2 patients had poor results according to johner-wruhs outcome. This report is for unknown synthes elastic intramedullary nails. (B)(4).